Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that about 90 percent of display of the insulin pump had become white, which hindered operation, although there was a shock of falling and it was a mild one on a daily basis. Customer's blood glucose value was unknown. No further details given. The device will be returned for analysis.

Manufacturer narrative:
Device was received with missing segments or partial display due to cracked lcd glass.